Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged knife-return spring at the proximal end. As a result of the dislodged spring, the blade did not retract back and appeared exposed inside the jaws. Additional findings: visual inspection found a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws did not open nor close properly. The instrument was placed on an in-house system and it passed engagement but failed initialization test on 3 out of 3 attempts. Review of the msc logs verified five homing failures. The probable root cause of dislodged spring on vse instrument is attributed to manufacturing issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not recognized. The procedure was completed with no reported injury.